Event description:
It was reported that the abutment screw loosened in the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier: (B)(6). Weight: unknown / not provided. Brand name: unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number: unknown / not provided. PMA/510(k) number: not available. Device manufacturer date: unknown / not provided.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability; h2: if follow-up, what type; h3: device evaluated by manufacturer; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The product was returned. The reported event could not be verified due to the nature of the event/device and as the exact details of event were non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Potential failure modes as per rmf rm-00057-haz, hazardous situations and harms are referenced above in the risk assessment summary. However, zimvie has found that the issue raised and investigated through this complaint is related to an unintended use of the device per IFU (p-iis086gr) rev f. The reported screw (iapp452g) was re-tightened at the time of loosening although being a single-use device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.